Event description:
Complaint alleged that during incoming inspection the device was unable to detect the attached defibrillator paddles. Complaint indicated that there was no pt involvement in the reported malfunction.